Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It should be noted that the mitraclip instructions for use states under the "intended use" section that "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ it was determined that using the mitraclip on the tricuspid valve did not cause any effects based on the information available, the reported single leaflet device attachment/slda was due to challenging anatomy. The challenging patient anatomy and shadowing from previous implants resulted in challenging imaging. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention (additional mitraclip/triclip same procedure) was a result of case specific circumstances as an additional clip was attempted to be implanted to stabilize the slda clip. The reported poor image resolution was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat grade 5 tricuspid regurgitation (tr). Imaging was challenging due to anatomy and shadowing from other previous implant devices. The first clip was implanted without issue on the septal and anterior leaflets. To further reduce tr, a second clip (00908u113) was implanted on the anterior and posterior leaflets. However, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). An attempt was made to place a third clip; however, due to the difficult imaging and difficulty grasping, the clip was not implanted, and the procedure was aborted. Tr was reduced to 3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.